Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 1 month. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient suffered a stroke. The patient suffered a few seizures was intubated. The family withdrew care and the patient expired on (B)(6) 2017. No additional information provided.

Manufacturer narrative:
Additional information. A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information:it was reported on (B)(6) 2018 that a cat scan (CT) was performed and results were (B)(6). It was believed to be a posterior stroke however, could not be confirmed without MRI. Patient did have a few seizures and ended up getting intubated. Treated with antibiotics. Patient never woke up or moved upper extremities. Neurology stated this was a watershed posterior stroke. Pump not explanted.